Event description:
It was reported that the surgeon attempted to insert a micl 12.6 implantable collamer lens and the foam tip plunger overrode and tore the lens upon insertion. The lens was removed and replaced with another same model lens without any pt injury. The reporter stated the incident was due to a loading error.